Manufacturer narrative:
This MDR is being submitted beyond the required reporting timeframe due to delays associated with recent internal system changes. The delay was unintentional and has since been addressed through process and system updates to prevent recurrence.

Event description:
It was reported that the patient experienced repeated ¿sensor unavailable¿ alerts with a libre 3 plus continuous glucose monitor, resulting in loss of cgm data to the ilet and disruption of automated insulin delivery. Symptoms included fluctuating blood glucose levels consistent with glycemic excursions. Outcomes included temporary impact on therapy until the cgm was replaced and successfully paired with the ilet. Investigation included troubleshooting and user education conducted remotely. Investigation of this case revealed that replacing the sensor restored cgm communication and ilet pairing, resolving the signal loss. It was concluded that the event was related to cgm signal loss with the responsible device not identified, and that normal operation resumed after sensor replacement.